Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary - the analysis results found that the device was returned with the tissue pad missing. As the tissue pad was not returned, further evaluation could not be performed. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the surgeon activated on thick tissue and did not visually see the active knife blade go through tissue. The surgeon kept on activating the device and the active knife blade caused a great deal of friction burning through the tissue paid and causing it to default to standby. The tissue pad partly melted and fell off into the patient but it was retrieved. A new device was used to complete the procedure. There were no adverse consequences to the patient.